Event description:
It was reported that undersensing was exhibited on the remote data transmission for the implantable cardiac monitor. The patient was asymptomatic during the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).